Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
Literature review found article noting osteolysis along with tissue reactions involving mixed immune responses that had been previously reported involving the charite artificial disc. Article title: rare complications of osteolysis and periprosthetic tissue reactions after hybrid and non-hybrid total disc replacement. (Sai y. Veruva ¿ todd h. Lanman ¿ josa a. Hanzlik ¿ steven m. Kurtz ¿ marla j. Steinbeck) publication date nov 2013. N=1: osteolysis.